Manufacturer narrative:
Cadd cassette reservoirs was returned for analysis. Sample. The returned sample consist of two (2) products of p/n 21-7302-24; and the samples were received inside in a plastic bag in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. To perform the inspection the tags were removed, during the visual inspection no discrepancies were found. Functional testing with a syringe was used to infuse water into the ay bag. Both samples were filled completely, and no leakage were found in pump tube, luer female or ay bag. Accuracy testing of the sample was performed by connecting the sample to an extension set and to a cadd legacy plus pump [cal. ID: 1.0214; due date: aug 2019] to look for leaks or unusual functions. The sample was fully priming and connected without difficult, the pump was set running and no alarm was not activated. No leaks were detected in the connection between set extension and cassette female luer. No root cause could be determinate since the complaint was not confirmed.

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, leaked from the connection between the cassette tubing and extension tubing was noted. It was reported that the 5 fluorouracil cadd cassette mixed by the pharmacy and infusion was started by the nurse to run for 46 hours. After the patients came back 46 hours later, the pump and cassette were covered in white powder and leaking from the connection between the cassette tubing and extension tubing was observed. No reported adverse effects.